Manufacturer narrative:
D10: 300-01-13 - eq, humeral stem primary, press fit 13mm. 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 320-10-00 - eq revtray adapter plate tray +0: (B)(6). 320-31-36 - glenosphere, 36mm:(B)(6). 320-35-01 - small glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 67 yo female patient, who had a left tsa, underwent a revision procedure approximately 2 years 2 months post the initial procedure. The patient woke up with a dislocated shoulder and was reduced in the ed. She noted 3 additional dislocations since her last visit. The torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw were replaced. The outcome indicated resolved. The study indicated it was definitely related to the device and the procedure. No further information.